Event description:
It was reported that the tip was "missing" from the suction catheter.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Since the mucous membrane of the airway may be injured, during the process of suctioning, with a device missing the tip. Thus, potentially resulting in hemorrhaging with predisposed pt and an increased risk of infection which may prolong the recovery of the pt. The size of the lesions may be related to the size of the catheter and the suction pressure used. The device history record was reviewed and there was no nonconformity recorded during the manufacturing process. The complaint data was also reviewed and there were no other complaints recorded for this batch. No additional info has been provided to date. Should additional info become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.